Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump shut off with no warning. Insulin pump would come back on after battery change but turn back off after about 12 to 24 hours. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised that battery cap would be replaced.